Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0x24mm target lesion was located in a severely tortuous and calcified left anterior descending artery. A 3.00x24mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the proximal portion of the stent strut was lifted because of the friction between the lesion and the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Correction: lot number - previously reported as 0022663507 updated to 22132260. Expiration date - previously reported as 03/11/2020 updated to 11/05/2019. Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent struts lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip, hypotube, outer and inner lumen as well as the mid-shaft section showed no signs of damage.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0x24mm target lesion was located in a severely tortuous and calcified left anterior descending artery. A 3.00x24mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the proximal portion of the stent strut was lifted because of the friction between the lesion and the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.